Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three axxcess ureteral catheter open end used during the same procedure. It was reported to boston scientific corporation that three axxcess ureteral catheter open end were used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, three ureteral catheters broke consequently during the procedure. Reportedly, no piece of the devices detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of catheter break. Block h10: investigation results. A visual examination of the returned complaint device confirmed that the catheter was broken. Marks around the broken area was also noted which suggest interaction with an unknown device. The residues inside the catheter indicates the use and handling of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of three axxcess ureteral catheter open end used during the same procedure. It was reported to boston scientific corporation that three axxcess ureteral catheter open end were used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, three ureteral catheters broke consequently during the procedure. Reportedly, no piece of the devices detached inside the patient. There were no patient complications reported as a result of this event.